Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a cracks in the downstream occlusion (dso) seal, the air detector was too high, and the pump was completely contaminated with foreign material. The pump was beyond repair.

Event description:
The device was returned due to the unit alarming. The results of the investigation found a damaged downstream occlusion (dso) seal. There was no patient involvement.